Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult to deploy clip which has potential to cause or contribute to serious injury. It was reported that two mitraclips were implanted reducing mitral regurgitation (mr) from grade 4 to trace. A mitraclip delivery system was then inserted to treat the tricuspid valve. The mitraclip grasped the tricuspid valve between the anterior and septal leaflets. Tricuspid regurgitation (tr) was reduced from grade 4 to 3 and clip deployment was initiated according to the mitraclip instructions for use. The actuator knob was turned eight times and the knob was retracted. On fluoroscopy, the clip appeared to have deployed from the delivery system, but the delivery system handle was unable to be retracted. After ten minutes and several troubleshooting maneuvers, the clip was successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis was performed. The reported difficult deployment could not be replicated in a testing environment due to the condition of the returned device. However, testing confirmed the clip deployment mechanism (threaded stud) functioned as intended. The reported retraction problem with the delivery catheter (dc) handle and clip wedged (device operates differently than expected) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and a definitive cause for the reported difficulty to deploy clip could not be determined. As the mitraclip is not indicated for use in the tricuspid valve, there is potential for patient morphology/curvature to contribute to the reported user experience. There may have been procedural interactions resulting from the use of mitraclip device on the tricuspid valve, which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l lock assembly; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.